Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product: 9735821, lot number: unknown. H3, h6: the system was serviced in the field and the hardware part was replaced.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system's positioning sensor unit (psu) gave a localizer faulted error message with an amber light on the psu. The ndi toolbox was reporting multiple faults. The medtronic representative was unable to troubleshoot at the time of the call. No patient or surgeon information provided. Delay in surgery and patient outcome were not provided.

Manufacturer narrative:
H3, h6) the product ID: 9735821, lot number: p900420, was returned to the manufacturer and analysis confirmed the reported event. The returned positioning sensor unit (psu) had many scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low dating back to november of 2018 and intermittent firmware incompatibility dating back to december of 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. Otherwise, the psu passed an accuracy test at .186 millimeters (mm) with a passing threshold of .250mm. Previously reported codes b01 and d02 are applicable to this returned product analysis as well as newly reported codes, c07, c08, and c02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure being performed was a cranial biopsy. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6) additional information in sections a and b5. A4) select patient information was unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.